Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator, and confirmed the battery malfunction. The cse observed that the voltage increased when it was plugged into the ac power source. The battery was replaced to resolve the issue.

Event description:
It was reported that during maintenance, after unplugging the ventilator, a "low battery" alarm was generated after thirty seconds. There was no patient involvement.

Manufacturer narrative:
(B)(4). A third party service provider replaced the battery. The battery was returned for evaluation. The service engineer evaluated the battery and verified the reported complaint. The battery was placed into test station and it failed the 10 hour discharge test. Battery capacity was measured at 0.7% of the rated capacity. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.